Manufacturer narrative:
Evaluation of the explanted device found evidence of bending fatigue fracture.

Event description:
It was reported patient underwent a femur orthopedic salvage system procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to a fractured compress taper adaptor. All femur components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."